Manufacturer narrative:
The syncardia 70cc temporary total artificial heart (tah-t) is an implantable pulsatile biventricular replacement device that replaces a patient's native ventricles and valves and pumps blood to both the pulmonary and systemic circulation systems. The syncardia 70cc tah-t is indicated for use as a bridge to transplantation in cardiac transplant-eligible candidates at risk of imminent death from biventricular failure. The syncardia tah-t system is intended for use inside and outside the hospital. Based on the provided information there is no indication of a device malfunction or performance issue of the device that would impact the reported event. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Please find enclosed the outcome form for the patient pitié (B)(6) implanted last (B)(6) 2022 and died the same day. On 29nov2022 syncardia received the outcome form for patient hl which listed the cause of death on (B)(6) 2022 as multi-organ system failure and that the device did not cause or contribute to the patient death. The tah-t was not explanted and no autopsy was performed.